Event description:
The customer called philips to report the device has opcheck failure. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.